Event description:
It was reported that the stent was delivered to the target lesion in the middle cerebral artery (mca) and was deployed. When removing the stent system, it was found through the angiography that the dual-tapered tip had broken off. The broken part was retrieved together with the guidewire. It was noted that the patient experienced a "vascular spasm" during the procedure and has recovered. Patient is "fine".